Event description:
The customer reported to olympus that the oes cystonephrofiberscope ventilation tube (t tube) mounting mouthpiece's packing was torn and there was a detachment of the t-tube attachment port. The issue occurred after use in a ureteral stent placement which was completed without delay. The customer reported that a soft stone was present in the bladder and adhered to the stent. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the forceps channel port was detached. The additional evaluation findings are as follows: the adhesive on the bending section cover had a chip, the control unit was sticky due to water leakage, due to damage on the objective lens, a foggy image occurred, due to damage on the image guide bundle, the image had a stain, the label on the scope connector was peeled, and the eye piece had a scratch, a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the channel port detached due to physical stress from mishandling; however, a conclusive root cause could not be determined. The following information is stated in the instruction manual which may prevent the reported issue: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.